Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 9, 2021. Section h3: evaluated by manufacturer: yes. Additional information: device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, not provided. Date of event - unknown, but the best estimate is between (B)(6) 2020 and (B)(6) 2021. Manufacturer telephone number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was unhappy with a tecnis multifocal intraocular lens (iol) after it was implanted in her right (od) eye. The lens was explanted and replaced with a non-johnson and johnson lens with the same diopter power. There was no additional surgical intervention performed during the secondary procedure. Reportedly, the patient is doing fine post-exchange. No further information provided.